Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system in clinical use when the issue was identified. Customer was unbale to do scan on same system, so scan was rescheduled for another day. Field service engineer visited to the site and confirmed the reported problem. After reviewing log, fse found the reported malfunction. In the next follow up visit, fse saw error code for stand not getting power. To resolve the problem, fse removed old power supply, installed new spp power supply and return the part for further analysis but no failure found. On (B)(6) 2025, the issue re occurred and fse replaced the geo pc. After replacing power supply board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.